Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s new dexcom g7 sensor appeared in the dexcom app but was not connected to the ilet pump, and the user had inadvertently attempted to pair via the app rather than entering the sensor code into the ilet. The agent provided education and guided the user to correctly pair the g7 directly to the ilet and assisted with a cartridge change for a steel 6 mm contact/detach infusion set. Symptoms included a low blood glucose of 53 mg/dl without reported associated symptoms. Outcomes included an ilet low alert, self-treatment with oral glucose tablets, and recovery of blood glucose to 85 mg/dl without outside assistance or medical intervention. Investigation included troubleshooting and user education regarding correct sensor pairing and device use. Investigation of this case revealed user pairing error with the wrong workflow, resulting in the pump not receiving sensor data until properly paired. It was concluded, based on previously established findings for similar reports, that user error was the cause.